Manufacturer narrative:
(B)(4): testing confirmed the 'up', 'down', and 'ok' buttons do not respond to user input. The keypad was worn but intact and the cover was removed to examine the button contacts. No issues found or signs of moisture damage found. A wipe was performed without pressing the bolus button. The pump was opened to investigate and it was found that the bolus button was stuck in the 'on' position.

Event description:
On (B)(6) 2012 the patient contacted the animas corporation and reported that all of the keypad buttons were not responding. The patient claimed that the rubber keypad was intact. No further information was provided. There is no reported adverse event with this complaint. This report is being filed due to the allegation of a keypad malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.